Event description:
The customer called for assistance with the bolus wizard. During the call, the customer began vomiting due to high blood glucose levels. The paramedics were called for the customer. The customer's blood glucose reading was 356 mg/dl according to the paramedics. After treating the customer with a bolus, her blood glucose levels went up to 386 mg/dl. The paramedics stated that they would be taking a customer to the hospital. Later, a nurse at the hospital called for assistance with the sensor feature. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.